Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the ground and the touch screen became shattered. Customer is unable to see touch screen options to deliver boluses due to the damage. Customer's blood glucose was 204 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.